Manufacturer narrative:
(B)(4). Device evaluation: 27 cartridges were returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridges passed visual inspection, no damages or defects were observed to the luer connections, o-rings, plungers, or cartridge body. A fill test was completed with no air bubbles being formed inside the cartridges. A leak test was performed with no failures being observed; no leaks were observed from the luer connections, o-rings or anywhere else in the cartridges. A force test was performed and no failures were found. No defects were found.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the patient experienced blood glucose (bg) between 400 and 500 mg/dl after routine cartridge changes. A specific event date was not provided. There were no reported signs or symptoms of hyperglycemia, and no reported medical intervention. The reported bg excursion does not meet the definition of a serious injury. The family member stated that three cartridges from lot # b201627 were leaking from the plunger end of the cartridge. He stated that he noticed the leaking when he removed the cartridge from the pump.